Event description:
A malfunction was reported on the pump, displaying a malfunction code malf 12, but no notable events occurred beforehand. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller in doing so. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump. The caller was advised to contact support if any further malfunction codes appeared and acknowledged this guidance.